Event description:
Note: this is one of two complaints that occurred during the same procedure. Reference MFR report numbers 3005099803-2009-05326. It was reported to boston scientific corp that a ultraflex non covered esophageal stent was used during a stent placement procedure performed on (B)(6), 2009. According to the complainant, after advancing the device over the guidewire and visualizing using x-ray the stent was positioned for deployment. However, when suture was pulled for release it became stuck. After further attempts the stent partially deployed but the suture became stuck again. X-ray revealed the suture was tangled on the stent pulling it upwards. This device was removed and another ultraflex non covered esophageal stent was used with the same result. The procedure was completed with two other ultraflex non covered esophageal stents. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as stable.

Manufacturer narrative:
(B)(4) - partial deployment, suture line tangled on stent. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed. (B)(4).